Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery the top illuminator was not working. A system message was displayed. The case was initiated and completed using the bottom illuminator. Thee was no patient involvement.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and the reported event could not be replicated. No problem was found with the system. As the lamp hours were at 355 of the recommended 400 lamps hours; the xenon lamp was replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on november 27, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events cannot be determined. The manufacturer internal reference number is: (B)(4).